Manufacturer narrative:
(B)(4). The sample is not available and the lot number is unknown. Since the lot number is unknown, no batch review will be performed. A follow-up MDR will be submitted if additional information is obtained.

Manufacturer narrative:
(B)(4). This complaint is for a report of a system error 2240 alarm. Complaint is not confirmed and the assignable cause is undetermined because sample is unavailable. A batch review was not conducted as the lot number was not provided. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Event description:
The customer contacted technical services for assistance with system error (se) 2240, which occurred on the homechoice during use, during dwell. The technical service representative assisted the home patient (hp) with troubleshooting and clearing the error, then explained the meaning of the alarm. The hp would complete therapy using manual supplies. During follow-up, the hp stated that he continued therapy using manual supplies. Nothing unusual with the supplies was noticed that could have led to the alarm. The hp stated overall therapy has been continuing well. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.